Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h6(investigation findings).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified pump powers on but display is blank. Electrical test code 120 in error codes and error codes 7 and 45. Replaced printer interface (0670-00-0647) and solenoid driver pcbs (0670-00-0639e). Ran and passed all performance and function tests. The maquet failure analysis and testing dept.(fat) received solenoid driver part number 0670-00-0639e rev. A, serial number (B)(6) and recorder interface part number 0670-00-0647 rev. C, serial number (B)(6) with a reported unit failure of the cs300 not powering on. The fat performed a visual inspection and found pn 0670-00-0639e to be in good condition. Pn 0670-00-0647 had bent pins on a connection. Retaining the part in the failure analysis and testing department per procedure. The fat installed pn 0670-00-0639e into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. The cs300 was able to start up but had a low vacuum error. No other error codes found. Fat was able to confirm there was a fault on the board causing the low vacuum. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported prior to patient use the cs300 intra-aortic balloon pump (iabp) unit would not power up on ac or battery . There was another pump for therapy and that pump was used on patient when first pump would not power on. It was reported that the patient expired. It was also reported that patient did not expire due to the fact that the unit will not power on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.